Manufacturer narrative:
Device evaluated by MFR.:synergy xd mr ous 3.50 x 24mm stent delivery system (sds), catheter batch was returned to the complaint investigation site (cis). No issues were noted with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. No stent was attached. No stent attached. A review of the manufacturing stent profile data was performed and the stent. Balloon cones were reviewed and was subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 23-feb-2024. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 3.50 x 24mm synergy drug eluting stent was advanced into the lesion but failed to cross. The device was removed , and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a stent dislodgement.